Event description:
A report that the patient's precision system was explanted, due to overstimulation at the mid-section was received.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation.